Event description:
It was reported that there was a gradual decrease in right ventricular (rv) lead impedance. The patient also described intermittent muscle stimulation. Upon explant, insulation damage was visible on the rv lead. The lead was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the distal and proximal conductor of the lead developed a fracture due to flexing while in vivo. There was blood on the distal conductor of the lead and it was obstructed. The inner insulation had a depression breach. The outer insulation of the lead developed a breach due to a depression while in vivo and a cosmetic depression while in vivo. The analyst commented that both conductors fractured within 5cm of the anchoring sleeve were found. And both insulations breached in-vivo/ depression were observed, visually. Concomitant product: 5076, implantable pacing lead, (B)(6) 2010. (B)(4).